Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 09-mar-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving fentanyl (400 mcg/ml at 60 mcg day) via an implantable infusion pump. It was reported that there was a collection of fluid at the catheter anchor site and the hcp believed there was a spinal leak. A blood patch was performed by it was suspected that there was still a leak. The leak was repaired and the catheter was cut because the hcp felt like there might have been a small portion that was kinked. None of the catheter was removed but we a new collett connector was added to re-join the 2 catheter segments. There were no environmental/external/patient factors that may have led or contributed to the issue. The issue was resolved and the patient was alive with no injury. No further complications have been reported as a result of this event.